Manufacturer narrative:
(B)(4). The actual device has not been received yet for eval at this time and the investigation is on going. A f/u report will be provided after the inspection results are finished.

Event description:
(B)(4).